Manufacturer narrative:
H.6. Investigation: 1 sample was returned for investigation. An investigation was performed. Samples were connected to a bd syringe and attempted to flush water through the set. Samples would not allow fluid to be pulled through the smartsite. The customer complaint that the smartsite extension set could not obtain blood return was confirmed. A device history record review for model 20039e lot number 20076799 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A complaint history check was performed and this is the 5th related complaint reported with the defect/condition of flow issues - fluid blockage with lot #20076799 regarding item #20039e. A root cause could not be determined. A trend for this occlusion issue has been identified for this product line. CAPA#1998036 has been initiated, and a team has been assembled in order to investigate the issue.

Event description:
It was reported that the smallbore 6 inch ext vlv experienced defective/damaged tubing. The following information was provided by the initial reporter: material #: 20039e , batch/ lot #: 20076799. Smartsite extension set failed when attached to the insite angiocath could not obtain blood return on a good IV replaced with another and it worked just fine. I was able to get good blood return.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the smallbore 6 inch ext vlv experienced defective/damaged tubing. The following information was provided by the initial reporter: material #: 20039e; batch/ lot #: 20076799. Smartsite extension set failed when attached to the insite angiocath could not obtain blood return on a good IV replaced with another and it worked just fine. I was able to get good blood return.